Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient reported to the hospital emergency room four days after the scs implant procedure due to leg numbness and inability to urinate. The physician placed a urinary catheter and the patient was taken to surgery in order to evacuate an epidural hematoma. The patient's scs lead was explanted. Complications arose during the procedure which included a punctured lung and the rupture of a major artery. Postoperatively the patient was placed on dialysis and has visual disturbances.